Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that unexplainable power reboots were recorded. Visual inspection revealed that the battery compartment was cracked on the side near the threads. There was evidence of moisture found inside the battery compartment. The returned battery cap was intact and was able to be fully secured to the pump. The pump was exercised for 24 hours with no power reboots occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of internal moisture was observed on the printed circuit board or on any other internal components. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. Reportedly, there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.